Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - was there any additional tissue damage resulting from the search for the needle piece? - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that five opened boxes with as total of sixty one (61) unopened samples were received for analysis. Product code w9918. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy under general anesthesia on (B)(6) 2025 and suture was used. During the operation, the skin at the navel was sutured, and the doctor found that the needle tip was about 2 millimeters broken. Immediately after dr imaging, no obvious foreign body was found. Further exploration of the incision revealed no obvious foreign body. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient underwent laparoscopic appendectomy in the hospital on (B)(6) 2025. The surgeon used the suture (w9918) for umbilical suturing during the surgery. During the suturing, the needle tip broke by about 2 mm. The surgeon immediately performed dr imaging on the patient to search for the broken needle but was unsuccessful. The incision was re-explored and no obvious foreign body was found. Therefore, the surgery was completed routinely, and the broken needle tip was ultimately not found. The patient was in stable condition currently, and no subsequent adverse event report was received.